Event description:
On (B)(6) 2012 the lay user/patient contacted lifescan (lfs) alleging that her onetouch ultra2 meter displayed an unspecified error message. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported the alleged issue began on (B)(6) 2012 at 10pm. As part of the patient's diabetes regimen, the patient claimed she is on insulin (type/dose not specified). At the time the alleged issue began, the patient denied taking any action regarding her diabetes regimen. The patient reported 10-15 minutes later that evening, she felt shaky and nervous. In spite of her symptoms, the patient denied seeking medical treatment. At the time of troubleshooting, the cca noted the patient was able to perform a blood retest. The alleged issue was resolved. Replacement products were still sent to the patient. Based on the information provided, this complaint is being reported because the patient reportedly developed symptoms suggestive of severe hypoglycemia after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.